Event description:
Discrepant results when compared with the lab. The following results were reported: inratio 1.1 lab 2.5

Manufacturer narrative:
The time interval between tests could not be determined therefore internal procedure tr 0150 could not be applied to this case.